Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that o2 cell/sensor test failure occurred. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been solved by replacing o2 sensor. The device passed all performance tests and could be returned to clinical use. No malfunction of gas supply on the facility site has been found. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect o2 failures. Moreover, the o2 sensor is used only for measuring and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, while we do not see replacement of the o2 sensor by itself to be safety related. The root cause to the reported issue has not been determined.